Event description:
It was reported that bilateral venous closure in the right and left common femoral veins (rcfv and lcfv) was successfully achieved at three access sites with three proglide devices on (B)(6) 2022 after an ablation interventional procedure. The sheath sizes were 6f and 8.5f in the rcfv and 11f in the lcfv. The patient returned to the hospital on (B)(6) 2022 reporting persistent groin pain. After examination of the patient, it was concluded that each access site had developed a superficial infection with hematomas bilaterally. To treat the infection and hematomas, the patient was taken to surgery on (B)(6) 2022 and a wound vac was placed. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the sutures were successfully deployed on 5/5/2022 and the patient returned to the hospital on (B)(6) 2022 reporting ongoing groin pain. The absence of performing the pre-close technique vs after the procedure does not appear to have contributed to the reported patient effects. The patient effects of infection, hematoma and pain are listed in the IFU as potential adverse event associated with use of the suture mediated closure devices. The reported patient effects of infection, hematoma and pain are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.